Event description:
It was reported that the patient complained of painful right hip. Abg stem and neck removed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.